Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy on (B)(6) 2017. The patient was implanted on thursday and seemed to be doing okay with symptoms after implant. The patient took out their patient programmer (pp) to look at it and started pressing buttons. The patient confirmed that they did not connect to the body, but they saw a poor communication screen. The patient was worried they messed something up or made a change because since thursday the patient had incontinence like before being implanted. The patient noted wearing pull ups and poise for the incontinence thursday during the night through today. Symptoms were like prior to implant. The patient would follow up with their healthcare professional (hcp) on wednesday. The patient declined troubleshooting as they did not want to make any changes on their own. The patient¿s pre-existing medical condition of incontinence prior to implant that had gotten worse was reviewed.